Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that the customer passed away in an unknown location. The cause of death was not stated. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The post stated that medtronic had killed more people than any other manufacturer, and that the reporting party's best friend's cousin's (B)(6) died because they chose the wrong pump manufacturer. The reporting party did not state whether the next of kin would return the insulin pump for analysis.